Manufacturer narrative:
Manufacturing review: review of the device history record for lot sp100125. Review of the lifecell complaint management system. No failure detected. Seroma is a documented wound healing complication associated with this type of procedure with or without the use of an adm (acellular dermal matrix). Qa investigation into lot sp100125 resulted in no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot other than the reported complaints received together from this facility/physician and no deviations or nonconformances revealed during processing with impact to product or patient safety. Lot sp100125 met all qc release criteria. Although 2 other complaints were reported against lot sp100125 by this facility/physician, this complaint associated with patient #1 was the only complaint in which lot sp100125 was explanted. Lot sp100125 remains implanted in patient #3 and patient #4. (B)(4). Lot sp100125 met all qc release criteria. Pathology evaluation was performed and confirmed unincorporated strattice collagen material with acute inflammatory cells infiltrating into internal portions of the collagen graft fibers. Acute inflammatory exudate was also seen variably on both longitudinal surfaces of the graft. Vvg (elastin) stain showed very few elastin fibers, consistent with unincorporated strattice material. B&b special stain was negative for bacteria and gridley fungal stain was negative for organisms. No failure detected, device operated within specification known inherent risk of procedure, based on the limited information reported associated with patient #1, the primary complication of persistent seroma caused the wound healing complications and dehiscence which subsequently led to this patient developing an infection. Upon visualization and explantation, the strattice device was reported to be greater than 90% resorbed/rejected. Although no culture results were reported to confirm the reported infection, the explanted strattice was returned to lifecell for evaluation. Pathology evaluation confirmed unincorporated strattice with acute inflammatory cells infiltrating into internal portions of the collagen graft fibers; acute inflammatory exudate variably on both longitudinal surfaces of the graft; very few elastin fibers, consistent with unincorporated strattice material; and no bacteria or fungal organisms seen. Of the original 10 x 16 cm device, 3 fragments were explanted and returned which, when combined, comprised most of the original graft. Based on the returned clinical specimen, it was confirmed to be not incorporated, as opposed to resorbed/rejected as originally reported. Seroma is a documented complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). The wound healing complications, dehiscence and infection were directly related to the persistent seroma, all of which impacted the revascularization of the device resulting in nonincorporation. The persistent seroma, which led to the wound healing complications, dehiscence, infection and nonincorporation (which is considered an incidental finding), is likely related to postoperative complications and not related to the strattice device. Lifecell's attempts at gaining additional information associated with this event have so far been unsuccessful; however, if additional information is reported, the investigation will be revisited. If any additional information influences the outcome of the investigation, a follow up report will be provided to (B)(4).

Event description:
Four clinical complaints associated with seroma and wound healing complications were reported together to lifecell by this facility/physician. This report is associated with patient #1. It was reported that patient #1 was implanted with strattice (10 x 16 cm) on (B)(6) 2015 and experienced persistent seroma causing tension, which lead to wound healing complications and dehiscence followed by an infection. The date of symptom onset was not reported. The patient was returned to surgery on (B)(6) 2015 (approximately 2 months post-op) for explantation of the breast implant and the strattice device. The strattice was reported to be greater than 90% resorbed/rejected. It was reported that the standard operation details and post operative care were followed as per lifecell. It was reported that the primary complications were persistent seroma and mesh resorption. The explanted device was returned to lifecell for evaluation.